Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 with colitis, failure to thrive, diarrhea and peritonitis. The patient was admitted with abdominal pain and peritonitis was discovered post-admission as evidenced by cloudy peritoneal effluent fluid collected in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital (exact date unknown); however, the outpatient clinic is awaiting discharge paperwork as laboratory results and the hospital treatment course remain unknown. The patient was diagnosed with peritonitis due to intra-abdominal sources, in particular the patient¿s diarrhea preceding the infection. The patient was prescribed antibiotics while hospitalized but medication details were not provided by the hospital to the outpatient clinic. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to multimorbidity and she was anticipating discharge from the hospital to home on (B)(6) 2022. It was affirmed the patient¿s colitis, failure to thrive, diarrhea and the initial hospital admission were unrelated to pd therapy. Additionally, it was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.